Event description:
It was found at the repair bench that there was no audio on the device. There was no patient/harm reported by the customer. There was no patient harm reported.

Manufacturer narrative:
(B)(4).